Manufacturer narrative:
Evaluation summary: analysis of the device memory revealed a false trigger of eri (elective replacement indicator).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted earlier than expected. The ipg was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).